Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Caller reported some insulin leaked out from the bottom of the cartridge. No adverse event reported. Device not available for return.